Manufacturer narrative:
A follow up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that while pacing a patient, the device displayed a message that the EKG leads were disconnected. A new set of leads were placed on the patient with the same result. The EKG cable was changed which did not resolve the reported issue. The defibrillator was switched to a different device and there were no further problems. Customer call to obtain follow up info. There was no report of adverse patient involvement.